Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced a litter/jack drift. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
Upon further investigation, one of the devices was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced a litter/jack drift. There was no patient involvement.